Manufacturer narrative:
Product analysis # 7078396 lot# h5624882 analysis summary: visual and optical examination revealed there were no signs of thread damage on the set screw. The threads appear to be used but no signs of cross threading. Functional evaluation of the returned implant with a sample bone screw confirmed the set screw was able to engage and thread into the head of the bone screw without issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient had a symptom of "non-union of bone". If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during use of the reported product. The patient medical history includes dm, rheumatism. The pre-op diagnosis was mentioned as l5/s bone union failure. It was reported that, revision surgery was performed due to failure of bone union on (B)(6) 2021. So47 and tp are the products used in initial surgery performed on (B)(6) 2012. The levels implanted during initial surgery was mentioned as l4/5. Patient developed adjacent facet disorder at l5/s level, so the so47 screw was removed and so57 was implanted in the revision surgery performed on (B)(6) 2020. There was no malfunction reported for so47 screw that lead to revision. The reported screw was back-out and so, performed revision surgery to explant the backed-out screw. Cage was also explanted along with the screw during revision surgery, but there was no malfunction of cage. It was mentioned that there might be some involvement of backed-out screw there in the non-union of bone. There were no symptoms to patient reported as a result of this event. The status of reported product was mentioned as ¿explanted-complete¿. No further complications reported.